Manufacturer narrative:
Updated one device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The cause is the software error. Cleared the error code and installed software applications to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 46828. This issue was not related to physical damage or abuse. There was no patient involvement and no harm/adverse event reported.